Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was confirmed. The root cause of the reported event is unable to be determined. However, the likely, cause of the reported event, is due to the light-emitting diode (led) on gas indicator stopped to light up, due to front panel failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the high flow insufflation unit light-emitting diodes (led) of the gas indicator on the front panel was dead. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.